Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device still implanted.

Event description:
As reported to coloplast though not verified, the patient was implanted with novasilk (B)(6) 2010 to correct pop. In (B)(6) 2010, patient underwent surgery to correct sui & was implanted with another companie's uninary sling device. Continues to experience pain, physical deformity & suffering.